Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No replacement was added. No additional adverse patient effects were reported.